Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed "hardware error battery" on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.